Event description:
It was reported to minimed that the customer reported a label damage and a crack on the case - battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for label damage and customer reported product labels reported as missing, removed, worn, faded, or damaged following usage. Troubleshooting was performed for crack on the case - battery tube side and customer reported physical damage (crack or scratch) on the pump not related to the retainer ring and pump¿s functionality was affected. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), battery tube threads - cracked, cracked keypad overlay, stained keypad overlay, broken belt clip rails, cracked case-corner of belt clip rails, label damage. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed label damaged (serial number worn down). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.